Event description:
Microcatheter was approached to the lesion and the gdc 18-3d 3d-shape synerg detection circuit was inserted into this microcatheter and resistance occurred at 20-cm from the tip. Although the main coil was advanced, the resistance was felt even harder. Then resistance occurred during removal and the main coil was stretched. No complications were reported to have occurred with the patient during this event.